Event description:
N/a.

Manufacturer narrative:
Updated field - b4,e1(site country),g3,g7,h2,h4,h6(type of investigation, investigation findings, component code, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to do a post usage check on this rental unit. There is an ongoing repair and fse in unsure of time frame. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to do a post usage check on this rental unit. There is an ongoing repair and fse in unsure of time frame. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact number for event site is (B)(6).

Event description:
It was reported during post usage check on a rental unit that the cardiosave intra-aortic balloon pump (iabp) batteries are not charging. There was no patient involvement, and no adverse event was reported.